Event description:
It was reported that the patient's external device will communicate with the implantable neurostimulator (ins) but will not turn stim off when prompted to. Patient had a swallowing test, abdominal ultrasound and chest x-ray in the recent past but no cardioversion. Caller reported she has tried 4 different tablets/communicators and none will find the ins. The tablet will attempt to find the ins, searching then fails and beeps to indicate that no device is found. Caller reported apps are up to date on the tablets. Agent requested caller try communicating with the communicator plugged into the tablet, no change. Patient reported this same thing happened to her about a year ago and the doctor sent her home without being able to communicate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: additional information was received: it was reported that an engineering representative met with the patient on (B)(6) 2025 to update the percept pc ins firmware. This ins was experiencing the tel-n lockup issue. The tel-m application was able to successfully connect to the ins via tm91. The patient's ins was able to be reset using the tel-m ins reset command. After the reset, the a610 and a620 applications were able to successfully communicate with the patient's ins, and the patient's stimulation settings were confirmed. After completion of the tel-m reset, version 5.0 of the model a610 clinician programmer application for deep brain stimulation (dbs) was able to successfully update the ins firmware. After the firmware update, the a610 and a620 applications were able to successfully communicate with the patient's ins, and the patient's stimulation settings were confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the rep met with the patient and explained that the device has 2 different antennas. The issue that she is experiencing is with the antenna circuit that communicates with the clinician programmer. Our team has been working to fix this issue, and since she received her first reset by an engineer from medtronic we have developed a new version of software to run on the device that will prevent from the antenna getting locked up again. They explained the process would be similar to the last visit with a mdt engineer connecting to her device except this time she would get a reset with an update added to the device that would prevent the same issue from happening again in the future. The patient expressed their desire to do whatever it takes to get their device working right again and agreed to meet early next week for an update. They would be meeting at the doctor's office early next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was going to meet with engineering because there was a problem with telemetry. The engineer met with the patient on may 3rd where the tel-m application ws able to successfully connect to the implant via the communicator. The patient¿s implant was able ot be reset using the tel-m ins reset command. After the reset the physician and patient communicator were able to successfully communicate with the implant, and the patient¿s stimulation settings were confirmed. The patient was being programmed on june 4th.